Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused. The device was filled with 84ml of 5fu and was expected to deliver in 7 days, but did not deliver the full dose. There was no patient injury or medical intervention associated with this event. No additional information is available.